Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the endoscope involved with the alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during central processing, the 30-degree endoscope plus will not hold up or down, noting that it was "stripped". Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the endoscope was physically turned, it "turned back." During the last usage, the surgeon confirmed the desired orientation at the time the endoscope was installed and the adapter/base was still engaged. There was no damage noted to the endoscope. The issue was not resolved at the time of usage, however the procedure was completed successfully.